Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture" against left device. The device remains implanted.

Event description:
Patient reported "rupture" against left device. Healthcare professional later confirmed. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: one opening on radius side assessed as fold flow opening. Additional observations: wear abrasion observed. Stress marks were observed. Creases were observed. No further actions are required as no manufacturing issues are observed.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional later reported "possible rupture".